Event description:
It was reported that the patient experienced an increase in seizures above her pre-vns baseline frequency. The physician attributed the increased seizures to the generator battery no longer functioning. However, the battery status of the device was ifi = no. The physician referred the patient for prophylactic full revision surgery so the patient could get the new model generator with the auto-stimulation feature. The patient had replacement surgery on (B)(6) 2015. The explanted product was discarded by the facility.